Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shaft of the blade broke, no patient impact. Other blade of same lot # used and was working fine. On follow-up it was reported that no pieces fell into patient or reported. The incident occurred during surgery. After surgery customer did a scan to make sure no pieces were in the patient, it was all clear. The procedure was a fess. The product was discarded.